Event description:
It was reported to covidien on 12/15/2009 that a customer had an issue with a catheter, continuous flow. Customer states they while going contralateral to treat the sfa, both balloons deflated. Dr (B) (6) stated that the balloons got caught on the stent which caused the balloons to deflate.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.